Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. No destructive testing was performed. Release knob on part with batch # 10lm03287 with not function properly causing the part to malfunction. Unable to slide the mating part (accord cable) through the part with batch # 12dm06408 due to a blockage internally. Unable to determine the cause of internal failure for either part. Both parts show signs of wear due to repetitive use which could have caused them to malfunction. Based upon this information, we contribute the failure to repeated use. We recommend that reusable instruments are inspected periodically for wear and replaced as needed.

Event description:
It was reported that surgery time was prolonged.